Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited under-sensing and crosstalk over-sensing. Chest x-ray was performed and the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. The patient was stable.